Event description:
The customer reported an over infusion of heparin. Heparin for pe/dvta was chosen. A bolus was given and then the drip was started at 1500 u/hr or 30 ml/hr. After 3 hours, the bag was found empty. Bag contained 25,000 u/500 ml. No patient harm although the patient did require blood work drawn due to the event. Tubing has been discarded. The biomed tested the devices and did not find any issues. Devices will be returned for investigation. Customer stated, no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not be received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.